Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. To date, no device data has been provided to technical services (ts) for analysis. No adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and a request was made to have data from this device analyzed. To date, no device data has been provided to technical services (ts) for analysis. No adverse patient effects were reported. This product remains in service.